Event description:
It was reported to arjo by a customer representative that a citadel plus side rail was broken off. No injury was reported. No medical intervention was needed.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
It was reported to arjo by a customer representative that a citadel plus side rail was broken off. No injury was reported. No medical intervention was needed. At time of pick up the bed frame it was observed that the one of side rail panel was broken off the side rail mechanism. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This hypothesis could not be confirmed as the circumstances in which the malfunction occurred are unknown. To conclude, the side rail panel was detached from the bed and from that perspective the citadel plus bed did not meet the performance specification. There was no indication that the bed was in use by a patient. No injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.